Event description:
Pt called lfs alleging that the meter would only prompt error 2. No symptoms were reported, since pt can never recognize any symptoms. Pt explained that since they are unable to feel any symptoms they depend on the meter for alert if pt is running low or high blood glucose levels. No medical care was sought from a health care profesional. No adverse events or serious injury occurred. Pt reported re-testing, however, the meter would only prompt error 2, indicating a used test strip was being used, or a temporary or permanent electronic problem. Pt did not have a back up meter. The customer service rep replaced the meter due to an unresolved meter issue after troubleshooting.